Event description:
It was reported that the patient had a 'bad' fall the (B)(6) and broke her femur. The patient had been released from the hospital and was staying at a rehabilitation center. Before the fall, the patient's device was working well. The patient experienced a loss of therapeutic effect; was not feeling stimulation and had noticed an increase in symptoms. The reporter stated that the patient was previously on program 3 at 2.7v. At the time of the report, stimulation was increased to 3.6v and the patient was reported to be feeling stimulation in the 'bicycle seat area' after the amplitude was adjusted. It was going to be left at this setting and symptoms were going to be tracked. The reporter indicated that the incident was reported to the patient's healthcare provider (hcp) who was going to have x-rays done when she got home to verify if the lead was in the correct spot. It was noted that the patient was having x-rays taken the day of the report at the "ortho" physician, and the device would be turned off for that and turned back on afterwards. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va00dvr, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).